Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty sensor resistor. Unable to confirm alarm due to motor error alarm. Pump passed error test, self test, passed all operating currents tested with in the spec range, and passed off no power test. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.